Event description:
Hosp reports that while ventilator on pt, after coughing, manometer went to 120 cm of water and stuck there. Vent was changed out and no pt injury reported. Unit did alarm high pressure.